Manufacturer narrative:
Procedure was performed in (B)(6) 2005. (B)(4). Device manufacture date: since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was a total vaginal hysterectomy, bilateral salpingo-oophorectomy, double mccall culdoplasty, anterior and posterior colporrhaphy, and mesh transobturator sling. The patient underwent an additional procedure on (B)(6) 2008. The preoperative diagnosis was vaginal cuff prolapse and enterocele. The postoperative diagnosis was vaginal cuff prolapse, cystocele, intraoperative cystotomy. The procedure performed was a nichols sacrospinous ligament fixation, reduction of cystocele, and repair of intraoperative cystotomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was a total vaginal hysterectomy, bilateral salpingo-oophorectomy, double mccall culdoplasty, anterior and posterior colporrhaphy, and mesh transobturator sling. The patient underwent total vaginal hysterectomy, bilateral salpingo-oophorectomy, double mccall culdoplasty, anterior and posterior colporrhaphy, and uretex transobturator sling in 2005. In 2008 recurrent vaginal prolapse. Examination did demonstrate the presence of a vaginal cuff prolapse and what appeared to be an enterocele. Elected to undergo definitive surgical therapy. The patient underwent an underwent nichols sacrospinous ligament fixation, reduction of cystocele, repair of intraoperative cystotomy for vaginal cuff prolapse, enterocele under general endotracheal anesthesia 2008. The preoperative diagnosis was vaginal cuff prolapse and enterocele. The postoperative diagnosis was vaginal cuff prolapse, cystocele, intraoperative cystotomy. The procedure performed was a nichols sacrospinous ligament fixation, reduction of cystocele, and repair of intraoperative cystotomy.